Event description:
It was reported to boston scientific corporation that a radial jaw hot single-use biopsy forceps was to be used during a colonoscopy procedure performed on (B)(6), 2009 ((B)(6), male; weight is unknown). According to the complainant, during preparation of the device and insertion into the scope, the device experienced difficulty advancing. The device was removed from the scope and it was found that the sheath was cracked. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a radial jaw hot single-use biopsy forceps was to be used during a colonoscopy procedure performed on (B)(6), 2009. According to the complainant, during preparation of the device and insertion into the scope, the device experienced difficulty advancing. The device was removed from the scope and it was found that the sheath was cracked. The procedure was completed with another of the same device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
A visual examination of the returned device found the coil kinked. No abnormalities were noted with the device riveting and welding which were within specifications. Functionally the device jaws would open considering the sample returned condition (coil was kinked). The condition of the returned incident device was consistent with the complaint; coil kinked. It is important to mention that the device open and close as expected and there were no cracks or tears in the sheath. Based on the information obtained, failure is considered undeterminable since as per event description the failure was detected after introducing the device in the scope and there is no way to determine root cause of the failure through the investigation with the information provided. This event has been deemed a non-reportable event based on the investigation results; sheath not split. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. (B)(4)